Manufacturer narrative:
A steris service technician inspected the washer and found that the cold water gauge was not operating properly causing the reported water leak. The technician replaced the cold water gauge, ran a test cycle and confirmed the washer to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their washer. No report of injury.